Event description:
The lead screw over rotated twice. The pump shuts off and goes blank from time to time and feels uncomfortable using the pump. Customer was on manual injections at the time of call. During the call the customer reported that customer was hospitalized for low bgs. Troubleshooting was performed. The pump had blank display. Recommended to insert new batteries.